Event description:
The customer reported to philips healthcare that the pin in the ac socket was sunk on the heartstart xl's. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.